Manufacturer narrative:
System and bronchoscope manufacturing records were reviewed and found no issues associated with this case. Failure analysis confirmed the scope passed final qa/qc testing. The reported issues: including 3d zoom, em signal loss, psm connection, and cart brake notifications, were reviewed and determined not to have contributed to the event. Although em signal loss occurred intermittently throughout the case, no system malfunction was identified, and video review showed normal device performance. No use errors or malfunctions were observed. The physician did not attribute the pneumothorax to the galaxy system, noting the injury occurred in the upper lobe, distant from the biopsy site in the lower lobe, and was likely due to procedural or anatomical factors consistent with the known risks of bronchoscopy. This complaint is reported due to the following conclusions: a pneumothorax was reported after a galaxy-assisted biopsy procedure for a lesion located in the lower lobe near the diaphragm. A chest tube was inserted and the patient was admitted overnight. The physician did not attribute the injury to the galaxy-system and states it was due to the biopsy procedure. Malfunctions of 3d zoom issue, em signal loss, difficulty connecting the psm, and cart brake notifications were reported. No use errors were identified.

Event description:
A pneumothorax was reported after a galaxy-assisted biopsy procedure. The lesion was located in the lower lobe near the diaphragm, while the pneumothorax was detected in the upper lobe, distant from the biopsy site. A chest tube was inserted, and the patient was admitted overnight before being discharged in stable condition. Malfunctions of 3d zoom issue, em signal loss, difficulty connecting the psm, and cart brake notifications were reported.